Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone that the insulin pump alarmed and had a loose drive support cap. The customer's blood glucose was unknown. The customer was advised to discontinue use of the pump and revert to back up plan. In addition, customer stated the drive support cap was flush. The customer stated they will call back to continue process.